Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered a ventricular pace when not neccessary, resulting in ventricular fibrillation induction. The arrhythmia was successfully treated with a 31 j shock.